Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: investigation summary: with all the available information, boston scientific corporation was able to confirm the reported event of stent failure to expand based on media analysis of a photograph showing the stent not fully deployed inside the patient. The complaint device was not returned, as it remains implanted; therefore, product analysis could not be performed. Without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history record (DHR) review: a record review was unable to be completed as the required documentation was unavailable. Device technical analysis: the complaint device was not returned, as it remains implanted; therefore, product analysis could not be performed. However, media analysis was performed on a photograph provided by the complainant where it can be observed the stent inside the patient not fully expanded. Risk review: a risk review was completed and confirmed that the reported event of stent failure to expand was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted in the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on an unknown date. Deployment appeared successful at the time of the procedure. Several weeks later, when the physician attempted to remove the previously placed stent, imaging revealed that the stent had not fully expanded. The stent was subsequently removed using forceps. It was further reported that the patient did not undergo any unplanned or unexpected procedures following identification of the unexpanded stent. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted in the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on an unknown date. Deployment appeared successful at the time of the procedure. Several weeks later, when the physician attempted to remove the previously placed stent, imaging revealed that the stent had not fully expanded. The stent was subsequently removed using forceps. It was further reported that the patient did not undergo any unplanned or unexpected procedures following identification of the unexpanded stent. There were no patient complications reported due to this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: the product investigation results are not yet complete at the time of submission of this report. A supplemental report will be submitted once it is finalized in order to communicate the findings of the investigation.